Manufacturer narrative:
Other relevant device(s) are: product ID: 9735798, serial/lot #: unknown; product ID: 9735796rpend, serial/lot #: unknown; product ID: 9735740, software version: (B)(4). A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-03 (B)(6) (rep, hcp) medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that "uring" a case the localizer showed as disconnected in the spine software. At this point the site swapped camera carts with a known working camera cart and were able to finish their case. The clinical specialist while on site to troubleshoot was able to isolate the camera cart of the original reported system as the primary issue. Technical service walked the clinical specialist through checking the ndi toolbox which showed no indication of a camera fault. The clinical specialist noted that the pco ip screen cycled which showed in spine software as "localizer disconnected". However, while on the phone with technical service the system was not in a state to troubleshoot (working system). This is an intermittent problem. There was a delay of less than 1 hour. No patient impact was correlated with this event.

Manufacturer narrative:
D4: lot number provided for product ID 9735796rpend h3: the pcoip client was returned to the manufacturer for analysis. Functional testing pcoip client was tested and found to be configured to 100mbps and did not have any software caused reboots. Codes associated with the pcoip: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. Codes associated with the system: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 9735798 lot# 18b011178drc10; the poe injector was returned to the manufacturer for analysis. Functional testing determined that poe injector was tested and powered a camera for over 24hrs without disruption. No failure was found. Codes associated with the injector: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.